Event description:
It was reported customer was hospitalized with ketoacidosis. Customer's nurse called to report having the a-33 alarm. Troubleshooting was performed, pump appeared to be functioning properly.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.